Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the v cutter was fractured. As per the user facility, the event caused some damage to the saphenous vein and broken foreign body fell into the tissue. It was not converted to an open vein surgery and the saphenous vein was still minimally invasive. The broken residue of the product was taken out with another set of virtuosaph, with the visual aid of the endoscope; where it can be seen and picked out with the tip. *product was changed out. *procedure completed successfully with delay.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 16, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 3259, 19) . Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 19 - cause traced to user. The affected sample was inspected upon receipt to confirm one broken off v-cutter tip. There were no abnormalities in the actuation/movement of the v-keeper or the v-cutter. The condition of the returned sample did not allow for electrical testing. A retention sample from the same lot was reviewed for damage to the v-cutter tip and no damage was observed. During the manufacturing process, all vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.